Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 37mg/dl to 492mg/dl. The customer had no symptoms and treated with gatorade and glucose. Customer indicated that their doctor has been contacted and their blood glucose value was 92 mg/dl at the time of the call. Troubleshooting was performed and found that the pump also alarmed no delivery and multiple motor error alarms and alarms were in the pump history. Troubleshooting found that the hospital told the customer to replace the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The insulin pump passed the displacement accuracy test.